Manufacturer narrative:
(B)(4): the customer reported that the device had a white screen. A philips rep evaluated the device and the symptom was verified. The problem was resolved by reseating the ribbon cable on the processor pca.

Event description:
The customer reported that the device had a white screen.